Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination could not be performed as the lot number was not provided; therefore, the device history records could not be reviewed and a lot history trending review could not be performed. The device was implanted in the patient and is not available for return to the manufacturer for analysis. If any portion of the device is return or additional information is provided, a supplemental report will be submitted. The instructions for use (IFU) identifies incomplete stent expansion after implantation as potential complication associated with use of the device.

Event description:
It was reported that a standard preparatory procedure was performed. The lvis evo 4.0x18mm vascular stent was introduced and expanded in the ica through the headway 17 straight microcatheter. After the microcatheter was removed, the proximal end did not expand. An attempt was made to introduce the microcatheter along the guide with negative results. Then, an attempt was made to introduce the remodeling balloon into the stent lumen - the result was negative. The stent was displaced distally and there were signs of clotting in the stent. An attempt was made to evacuate the unexpanded stent from the ica lumen. Using thrombectomes aperio hybrid 4.5x40mm, preset lite 4x20mm; preset lite 3x20mm attempted to evacuate the stent with a negative result. After several hours of repeated attempts, further maneuvers were abandoned (very high dose of radiation and volume of contrast medium) - the stent remained unexpanded. Unfortunately, after the procedure, the patient clinically presented symptoms of neurological deficits and a follow-up CT scan of the head showed ischemic changes.